Event description:
It was reported that the lead was attempted to be implanted, however, exhibited thresholds were not ideal. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.